Manufacturer narrative:
(B)(4).

Event description:
It was reported the parkinson¿s disease patient experienced a ¿dyskinesia problem¿ the morning prior to report. It was noted the patient¿s symptoms had previously been ¿controlled well after reprogramming in (B)(6) 2013.¿ the cause of the event was ¿unknown¿ and it was ¿unknown¿ whether the patient was receiving effective therapy at the time of report. A supplemental report will be filed if additional information is received.